Event description:
It was reported that a malfunction occurred on the customer's pump, indicated by "malf 12," with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. Customer received instructions from technical support to place the faulty pump in storage mode and return it using tandem's prepaid return box. A new replacement pump with the necessary software update was sent to the customer, with instructions to program the pump settings and connect their cgm. No backup therapy was available, so the customer was advised to reach out to their healthcare provider.